Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient first started having the infection on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 0217, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins and two leads were explanted and replaced on (B)(6) 2017 due to infection. It was reported that the patient had ongoing pain in their feet that had responded well to the spinal cord stimulation therapy. The system was explanted successfully and recovered without incident. No further complications are anticipated.